Manufacturer narrative:
This incident is being recorded under cmp-(B)(4) as an initial/final report. Review of the most recent repair record determined the unit was found to have a corroded motor, unstable motor speed, a damaged cable with no exposed wires, and worn screws. The motor, plug harness assembly, and screws were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: poland e1: telephone: (B)(6).

Event description:
It was reported that the device was sent in for maintenance but a repair was needed for the following: corroded motor; worn screws 2 pcs, damaged dermatome cable. At device evaluation unstable motor speeds were noted. Due diligence is complete.